Manufacturer narrative:
(B)(4). Reported event was confirmed by review of medical records. Device history record (DHR) was reviewed and no discrepancies were found. Root cause was unable to be determined. Medical record review indicated that the patient had a second revision due to pain, significant tissue reaction and corrosion. Significant tissue reaction throughout hip & scarring, pseudocapsule debrided from response. Trunnionosis present and cleaned. Stem and cup well fixed. Head and liner replaced. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
(B)(4). Item #: unknown head lot #: unknown, item #: unknown liner lot #: unknown, item #: unknown cup lot #: unknown, item #: unknown insert lot #: unknown. Customer has indicated that the product will not be returned to zimmer biomet for investigation. The product remains implanted. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Multiple MDR reports were filed for this event, please see associated reports: 0001822565-2020-02869.

Event description:
It was reported patient underwent right hip revision approximately seven years post implantation due to pain and elevated metal ions. The patient underwent a second right revision nine years post initial surgery due to pain, tissue reaction, and corrosion. Attempts have been made and additional information on the reported event is unavailable at this time.